Event description:
Removed the water and injected cortisone in his left knee [arthrocentesis]. Water in the knee [effusion (l) knee]. Knee hurt [knee pain]. Case narrative: initial information received on 05-jul-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "(B)(4)". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves a 61 years old male patient who had removed the water and injected cortisone in his left knee, water in the knee and knee hurt with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection 2ml 1x (3*2ml) (batch number: arsp008e) (expiry date, strength: unknown) for osteoarthritis. On an unknown date after an unknown latency he occasionally gets a little water in his knees, especially in his left knee (joint effusion). When the patient went to the physician on tuesday, (B)(6) 2022 after a latency of 7 months 23 days he received synvisc injections in his right knee. The physician then removed the water and injected cortisone in his left knee (aspiration joint) and rescheduled his appointment to a later date for the left knee. He does not know when he gets the water only that his knee hurts (arthralgia). The last injection we have on file for his left knee was synvisc injections (3x2m1/lot #arsp008e) on friday, (B)(6) 2021. The last injection we have for his right knee was synvisc injections (3x2m1/lot #crsp002) on tuesday, (B)(6) 2022. It is unknown if there were lab data/results available. Action taken: not applicable. Cortisone corrective treatment was received for the event (aspiration joint) and not reported for other events. Outcome: not recovered / not resolved. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. Seriousness criteria: medically significant and intervention required for the event aspiration joint.

Event description:
Chronic synovitis on gonarthrosis [synovitis chronic] water in the knee [effusion (l) knee] knee hurt [knee pain] case narrative: initial information received on 05-jul-2022 regarding a solicited valid serious case received from the patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6). Study title: patient support program involving synvisc. This case involves a 61 years old male patient who experienced chronic synovitis on gonarthrosis while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included triamcinolone acetonide (kenalog); and cetirizine hydrochloride (citrin). On (B)(6) 2021, the patient started taking hylan g-f 20, sodium hyaluronate injection 2ml 1x (3*2ml) (batch number: arsp008e) (expiry date: unknown, strength: 16mg/2ml) for osteoarthritis. On an unknown date after an unknown latency, he occasionally gets a little water in his knees, especially in his left knee (joint effusion). When the patient went to the physician on tuesday, (B)(6) 2022 after a latency of 7 months 23 days he received synvisc injections in his right knee. The physician then removed the water and injected cortizone in his left knee (aspiration joint) and rescheduled his appointment to a later date for the left knee. He does not know when he gets the water only that his knee hurts (arthralgia). The last injection we have on file for his left knee was synvisc injections (3x2m1/lot #arsp008e) on friday, 05-nov-2021. The last injection we have for his right knee was synvisc injections (3x2m1/lot #crsp002) on tuesday, (B)(6) 2022. It is unknown if there were lab data/results available diagnosis of the event reported on the attached form (water in the knees): chronic synovitis on gonarthrosis (synovitis; intervention required; unknown onset and latency) of mild severity. The treatment with synvisc had not contributed to the reported events and the reported events were due to the pre-existing condition of gonarthrosis with presence of calcium pyrophosphate. Medical management of events was done with corticosteroids puncture. This was not an adverse effect of synvisc. Action taken: not applicable. Corrective treatment: corticosteroids puncture. Outcome: recovering. Reporter causality: not related. Company causality: not reportable. A product technical complaint (ptc) was initiated on 06-jul-2022 for synvisc (lot/batch number: arsp008e) with global ptc number: (B)(4). The sample status of the ptc was not available and ptc stated the production and quality control documentation for lot # arsp008e expiration date (2023-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # arsp008e no CAPA (corrective and preventive actions) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 22aug2022 there are 8 complaints on file for lot# arsp008 and all related sublots. 8 complaints are on file for lot# arsp008e: (2) broken syringes, (5) adverse event reports and (1) extrusion issue/adverse event report. Sanofi will continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA is required. The final investigation was completed on 02-sep-2022 with summarized conclusion as no assessment possible additional information was received on 06-jul-2022 from other healthcare professional. Global ptc number was added. Ptc was initiated. Strength was added. Text amended accordingly. Additional information was received on 22-jul-2022 from other healthcare professional. Case became medically confirmed. Event added- chronic synovitis on gonarthrosis and symptoms of synovitis; their outcome, intensity, reporter causality was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 02-sep-2022 from product quality officer. Ptc results added.text amended accordingly.